Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The surgeon reported that the device (abgii modular) was removed. An immuno allergical reaction to cobalt was suspected.